Manufacturer narrative:
Results: evaluation of returned alarm confirmed the reported issue. However, when the nurse call function was tested, the led light does not come on at the nurse call test fixture as it should. No physical damages found to the alarm unit. (B)(4).

Event description:
The customer reported that when the alarm is sounding and the hold button is pushed, the alarm continues to sound. The customer did not know when this was discovered or the date when the issue was found. No patient incident or injury was reported.